Event description:
Reportedly, it was not possible to perform the regular f/u of this ICD on (B)(6) 2013, because of communication issues with the programmer. Another f/u was performed on (B)(6) 2013: the same issues were encountered and the magnet rate was measured at 80min-1. According to preliminary analysis results, an issue with the ICD is suspected that would affect the telemetry function. The ICD was replaced on (B)(6) 2013 and will be returned for expertise.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.